Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the maintenance unit exhibited the alternating current inlet unit at the rear was chipped at the lower corner, which created an unsafe condition. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:h3, h4, h6, and h11. It has been over eleven (11) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the alternating current inlet was partially chipped, however, the cause could not be presumed because the reason for the damaged alternating current inlet was not identified. Therefore, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.